Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery with moderate calcification. A 6 french non-abbott sheath was inserted. A 6x120mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced toward the target lesion, the shaft became bent and the armada was removed from the anatomy. Reportedly there was no resistance during advancement or withdrawal. A 6x100mm armada 18 balloon catheter was back loaded and advanced toward the target lesion. The balloon was inflated once and ruptured at nominal pressure. The armada was removed and a non-abbott device was used to continue the procedure. Both balloons were soaked and air aspiration was performed prior to use. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information indicates that the site did not confirm but suspected that the 6x100mm armada 18 had a rupture. No additional information was provided.